Manufacturer narrative:
The device was discarded by the user facility and therefore, not returned for investigation and the lot number was not known. Since the device was not returned, a complete investigation cannot be performed.

Event description:
Following a knee arthroscopy procedure, it was reported the pt had sustained a post surgical burn measuring 1.5 cm length by 1.5 cm width. The pt required plastic surgery to treat the burn.